Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the head of the theatre reported to our sales rep that he was observing a surgery procedure. During this he observed that the reported device does not take hold of properly. There was no delay. A replacement was available and the surgery was successfully completed.